Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 10 devices were evaluated in the field and the issue was confirmed; 5 had broken/damaged components, 2 had misaligned components, 1 had a bent component, and 2 had a worn component. The devices were repaired and returned. 1 device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 11 </noe> malfunction events, where it was reported the jack was drifting down. There was no patient involvement.